Manufacturer narrative:
(B)(4).

Event description:
It was reported the shortly after insertion of the intra-aortic balloon (iab) the rn reported getting frequent possible helium loss 2 alarms on the intra-aortic balloon pump (iabp). There is no signs of blood in the tubing, no kinking, and they have repositioned the patient. The alarm history shows the alarms occurring about every 6-9 minutes. As a result, the patient was successfully switched to a second pump and it is pumping appropriately. There was no report of patient complications, serious injury, or death.

Manufacturer narrative:
(B)(4). Teleflex did not receive the device for investigation therefore the reported complaint of iabp helium loss alarm is not able to be c onfirmed. A teleflex field service engineer serviced the pump and could not duplicate the alarm. The pump passed functional checkout. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. The reported complaint will be monitored for any developing trends. No further action required at this time.

Event description:
It was reported the shortly after insertion of the intra-aortic balloon (iab) the rn reported getting frequent possible helium loss 2 alarms on the intra-aortic balloon pump (iabp). There is no signs of blood in the tubing, no kinking, and they have repositioned the patient. The alarm history shows the alarms occurring about every 6-9 minutes. As a result, the patient was successfully switched to a second pump and it is pumping appropriately. There was no report of patient complications, serious injury, or death.